Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. In addition the patient reports their blood glucose level had rose to 500 mg/dl. The pod will not be returned as it has been discarded.